Event description:
When priming the hydrothermal ablation machine for the upcoming procedure, there was an error code stating 'faulty cassette'. Staff in room removed cassette and proceeded with new cassette for procedure. No patient concerns.